Event description:
The patient reported infusion set cannula was bent and site area has redness and bleeding on (B)(6) 2026 and symptoms were observed within three hours of insertion.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. This emdr is being submitted for an unknown number of quantities. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.